Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced discolored/abnormal additive form. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "neutrophil aggregation. Ten samples in 1500-2000/day are affected by this phenomenon. Hematology instrumentation is abbott alinity h series. Customer has checked mixing at point of collection to ensure manufactures guidelines are adhered to. This did not improve the neutrophil aggregation issue. They also tried placing the tube on a mixer in the lab prior to loading onto instrument. This also did not improve the issue. The sample was then placed in a water bath for 10 mins which did disperse the neutrophils.

Event description:
It was reported the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced discolored/abnormal additive form. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "neutrophil aggregation. Ten samples in 1500-2000/day are affected by this phenomenon. Hematology instrumentation is abbott alinity h series. Customer has checked mixing at point of collection to ensure manufactures guidelines are adhered to. This did not improve the neutrophil aggregation issue. They also tried placing the tube on a mixer in the lab prior to loading onto instrument. This also did not improve the issue. The sample was then placed in a water bath for 10 mins which did disperse the neutrophils.

Manufacturer narrative:
H6: investigation summary: no samples were returned by the customer in support of this complaint, but 3 photographs were attached, showing clumps of neutrophils through the microscope. A device history review could not be completed as no batch number was provided. No root cause could be established for the reported defect.